Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that one of the patient's two implanted leads was fractured/ruptured. It was noted the patient requested on (B)(6) 2016 that the fractured lead be replaced; however, the schedule of the procedure had not been determined at the time of follow-up.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient lost stimulation in their lower limbs for about one month. The patient had no unusual activities except having a massage on their lower back near the lead pathway once. Impedances were tested and all impedances were measured to be greater than 40,000 ohms. The lead was disconnected. The implantable neurostimulator (ins) was programmed to 0v and removal/replacement was going to be discussed. The patient lower limb pain had not returned and they were not experiencing any problems. A revision surgery may be considered if the patient experiences a return of pain in their lower limbs. The lead remained implanted, but usage stopped. It was unknown if the issue was resolved. The hcp assessed the event as not serious. The patient's indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.